Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection identified that the pump was in good physical condition. The pump passed all the functional tests. The device was installed with 4 new batteries and was run over night. No problems related to battery drain or alarm were observed. The customer stated problem was could not be duplicated and was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's battery drained at a faster rate. The reported incident did occur while in use with a patient. There was no patient injury due to the reported event.